Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device had flow issues through the connecta, where the fluid was blocked during use. The following information was provided by the initial reporter, translated from chinese: "after connecting the connecta, it found fluid blockage." "Head nurse feedback, the joint through the three-way connection, liquid is blocked. After replacing the new joint, the infusion treatment was completed without other adverse effects."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device had flow issues through the connecta, where the fluid was blocked during use. The following information was provided by the initial reporter, translated from chinese: "after connecting the connecta, it found fluid blockage." "Head nurse feedback, the joint through the three-way connection, liquid is blocked. After replacing the new joint, the infusion treatment was completed without other adverse effects."